Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case fell multiple times causing the infusion set to be pulled out. There was not reported adverse impact to the customer's blood glucose. The customer inserted a new infusion set and resumed insulin delivery.